Event description:
I use a nose canula and I have been having issues with inflammation bloody nose and nasal discharge. I have been using cannulas for over 10 years. Just recently I have noticed immediate nasal discharge the followed by inflammation and eventually bloody discharge. I have changed the cannula multiple times until I came across one sticky substance on it. Doesn¿t wash off easily. I believe this substance is the cause of it. The substance was on the canula in the sealed bag.